Manufacturer narrative:
All buttons functioned properly during testing however, moisture damage was noted on keypad traces. Motor error alarm occurred during rewind due to corroded motor home switch. During visual inspection the insulin pump had cracked battery tube threads and cracked reservoir tube lip. No further testing could be completed due to motor error alarms.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly and the buttons are nonresponsive. His blood glucose level was 200 mg/dl. Standard troubleshooting was performed. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).